Event description:
It was reported that a patient presented with high capture thresholds noted on the right ventricular lead, and premature battery depletion noted on the patient's implantable cardioverter defibrillator. The lead was capped, and the device was explanted and replaced. This intervention occurred on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Device image indicated that device was programmed to high field settings. Analysis performed in nominal settings did not show any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with high capture thresholds noted on the right ventricular lead, and premature battery depletion noted on the patient's pacemaker. The lead was capped, and the device was explanted and replaced. This intervention occurred on (B)(6) 2025. No adverse patient consequences were reported.